Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions on (B)(6) and (B)(6) 2011 . The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began at an unknown time on (B)(6) 2011. The patient's reporter reported blood glucose readings of "498 mg/dl" with the subject meter and "55 mg/dl" on another meter (onetouch ultra meter), performed greater than 30 minutes of each other. The reporter claimed that the patient was not taking any diabetes medications at the time the alleged issue began. It is not known if the patient made any changes to his diabetes management regimen due to the alleged issue. The reporter stated the patient was feeling shaky, sweaty, weak and "got hot" about 40 minutes or an hour after the alleged issue began. In spite of his symptoms, the reporter indicated the patient did not seek any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used to obtain the result(s) from the subject meter. The reporter indicated the patient did not have test strips to perform a quality control test. Replacement products were sent to the patient. It is not known if the patient associated the alleged symptoms as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.